Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was using an implantable pump for malignant pain. It was reported that when she tries to give herself a bolus it will sometimes stop at 91% and then the screen will change to a system error (asked, unknown code). It will have her reset the phone and when she tries again she just sees that she is locked out and she doesn't get to see the bolus delivered screen. The agent had the caller try to resync during the call, she was able to connect without seeing the error message. The agent then walked the caller through steps to reset the software (reset phone twice). The patient tried to connect to her pump again and they were able to connect. It stopped at 91% again however. The patient moved the communicator around and it was able to connect right away.